Manufacturer narrative:
The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Manufacturer report# 3005099803-2010-00020 addresses the other device. It was reported to boston scientific corp on (B)(6) 2009 that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a bone radiofrequency ablation procedure. According to the complainant, during the procedure, a console error message (e02, high initial impedance) message occurred. The user contacted technical support, and after changing the position of the grounding pads, and resetting the generator, they were able to satisfactorily complete the ablation (with the same rf 3000 radiofrequency generator and with a second soloist single needle electrode). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.